Event description:
It was reported that during an infusion set change the infusion set patch detached from the flex applicator while the user was removing the adhesive, involving the cannula component and representing an incorrect procedure or method with the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found, while a usage problem was identified related to application of the infusion set and cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.